Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a ankle arthrodesis the drill broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken drill. The drill broke at the distal end of the shaft and beginning of the flute. However, without return of the device for physical evaluation, the cause remains undetermined. A likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.